Manufacturer narrative:
B3 is unknown. One device was returned for repair. Visual inspection found defective dso sensor. The event history log revealed 178 occlusion errors. Functional testing was able to duplicate the reported problem. The dso sensor was replaced, along with the lcd lens, keypad, and labels. The device then passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had downstream occlusion. There was unknown patient involvement.